Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: foreign: france. G2: cipolla a, vella-baldacchino m, le baron m, argenson jn, flecher x. Using porous tantalum uncemented components to manage acetabular defects and to restore the hip center of rotation in revision total hip arthroplasty: a minimum tenyear clinical and radiological study. J arthroplasty. 2025 may;40(5):1284-1292. Doi: 10.1016/j.arth.2024.10.110. Epub 2024 oct 29. Pmid: 39481618. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were provided within the journal article, however it is not known if they relate to the patients under this event. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a study that two patients reported a fracture and did not undergo a revision procedure. Attempts have been made, and no further information has been provided.